Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 06/16/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/19/2011 with the following findings: investigation revealed that the keypad was peeling. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Investigation revealed that all keypad buttons are intermittently responsive. There was evidence of adhesive and corrosion found under all key contacts. A leak test was performed, and leakage was observed from the display lens and from the keypad. There was residual moisture found on the display screen and the pcb.

Event description:
The patient's mother reported that the patient went swimming in a lake approximately 2-3 weeks ago and the buttons are now no longer responding. The patient's mother denies moisture in the pump, but states the screen may have been foggy after the patient swam.